Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is loose. Customer stated that he woke up and the insulin pump had emptied the whole reservoir into him. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loosed drive support disk. No a33 alarm noted. Insulin pump received with crack case, reservoir tube and battery tube threads. Minor scratches on display window noted.